Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step and loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer¿s blood glucose level.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.